Event description:
Being denied replacements due to locked shipping address called to report many broken sensors to dexcom had valid serial numbers and everything and when they state "if it's defective we will replace it" I had multiple issues trying the online submission process and the chat and they both close instantly and when I asked for 3 deferent managers none followed up like asked to only a lower level associate who said "we don't have access to change addresses when locked for shipping" then I replied get me who can and never got the follow up I tried changing my address and asked to have an account remade if possible to get it resolved they never replied again 05/15 till 07/6 I had hours where one worked perfectly now they don't idk if my phone isn't compatible anymore I'd like to get you get them to replace my medical equipment that's defective I want my address fixed so I can be able to get replacements. Pt: 4582. Device: 2588, 2975. Ref: mw5190516. This report captures: dexcom g7.